Event description:
Event description cpi received information that during a routine replacement surgery of an implantable cardioverter defibrillator (ICD), the 'fibrillation high' induction feature on the model 2901 programmer continued to deliver fib high pulses. The wand was removed and the patient was in ventricular fibrillation, but it was not clear if the ICD was detecting the arrhythmia. The programmer wand was again placed on the patient's device and fib high induction resumed to the patient. The patient was externally defibrillated.